Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for parkinson¿s dual and movement disorders. It was reported that the patient¿s implantable neurostimulator (ins) was activated on (B)(6) 2016 and everything was going well until one morning he wasn¿t feeling as good. The patient stated that his knees were very stiff, ached, and he was walking slower, which was retrograde. The patient¿s legs and arms loosened up but his knees still felt funny. The patient also speculated that his issues may be from walking too much on the day prior to the onset of the symptoms. The patient was also educated on normal implantable neurological stimulator recharger (insr) screens as the patient saw a reposition antenna screen.

Event description:
Additional information received on 2016-jun-30 stated that the patient speaks with their healthcare provider (hcp) about their stiff and achy knees as an ongoing matter of their visits, with the last one being on (B)(6) 2016. It was noted that most of the issue is resolved if they get their settings correct, and that it varies between day, night and active, resting times, along with changes in the weather. The patient is learning how much and when to change stimulation settings to resolve the issues, and that some of the problems are from arthritis and age, not parkinson's.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.